Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about having some issue with the pump after reset. Customer's blood glucose was 150mg/dl. Customer was assisted with troubleshooting and was advised to insert fresh battery but pump did not return to normal function. The pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with frozen screen on full segment display. Problem isolated to interface board. Unable to confirm watchdog timeout alarm or audio/vibrate anomaly/absence of alarm due to frozen screen. Unit was received with minor scratched lcd window and cracked reservoir tube lip.